Manufacturer narrative:
These events were previously reported under MFR # 2916596-2021-07481. No other information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a history of ischemic cardiomyopathy with ventricular tachycardia, right ventricular dysfunction, and inflow cannula malposition.

Manufacturer narrative:
Section b3: event date is unknown and estimated. Manufacturer's investigation conclusion: the report of an inflow cannula malposition could not be confirmed through this evaluation. In addition, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia (vt) and right ventricle dysfunction cannot be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate ii lvas. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6, ¿patient care and management¿ (under "postoperative patient care"), cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Additionally, section 6 lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.